Event description:
The tech alleged the bed had a high ground resistance reading. No pt impact.

Manufacturer narrative:
The tech found the ground wire was disconnected from the terminal. The technician reconnected the ground wire to the terminal to resolve the issue.